Event description:
Medtronic physio-control is investigating failures of high voltage relay, "k2", that have occurred during the production process. When the relay failed, defibrillation energy could not be delivered. There have been no confirmed failures of distributed devices related to this issue.